Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for fs libre sensor kit were reviewed and the dhrs showed the sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received an mhra user report which reported the customer applied an adc freestyle libre sensor to the upper leg (an unapproved application site) and experienced an adverse skin reaction. Customer had contact with a nurse who "advised it was not infected but was burnt" and customer received unspecified treatment for the "burn". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an (B)(6) user report which reported the customer applied an adc freestyle libre sensor to the upper leg (an unapproved application site) and experienced an adverse skin reaction. Customer had contact with a nurse who "advised it was not infected but was burnt" and customer received unspecified treatment for the "burn". There was no report of death or permanent injury associated with this event.